Event description:
It was reported that an er320 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that one of the jaws of the stapler broke. There was no consequence to the pt.